Event description:
It was reported the patient¿s blood glucose level reached 21 mmol/l (378 mg/dl) with ketones present. The pod was worn longer than 72 hours on the leg where they experienced bleeding and purulent discharge. The patient contacted their physician and was noted to have an infection. The patient was prescribed antibiotics (phenoxymethylpenicillin) for 10 days. Hyperglycemia treated with bolus correction. Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.